Event description:
Received a copy of a maude event report which states: "anti-reflux valve allowed IV antibiotics to reflux into primary fluids." Staff noticed the issue because the secondary antibiotic was yellow and was seen backing up into the primary bag. There was no report of patient harm or medical intervention. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.